Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the left anterior descending artery (lad) and was treated with two passes of the oad on low speed. Following the second pass, a perforation was noted. Two stents were placed to resolve the perforation and the patient was in stable condition following the procedure.